Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer did not provide a blood glucose value. Customer was treated with intravenous saline and insulin, and released from the hospital on (B)(6) 2020 with no permanent damage. Treatment received in the hospital resolved the issue. Reportedly, an occlusion alarm had occurred. Customer changed the cartridge and infusion set to address the issue.